Event description:
Procedural image review: procedural images provided confirm the presence of lesions in the mid and proximal rca. Both lesions were pre-dilated prior to the deployment of a stent in the mid rca. The lesion in the proximal rca extended back to the ostium of the vessel. The lesion showed a high degree of stenosis closer to the ostium. The guide catheter was positioned at the ostium of the rca. The endeavor resolute stent was delivered and deployed with post dilatation across the lesion and extending past the ostium of the vessel. The angiographic images post deployment did appear to show non-concentric stent deployment especially at the ostium requiring post dilatation. The stent was subsequently post dilated with a shorter balloon and the guide catheter was positioned immediately proximal to the proximal end of the stent. Images of the stent profile after post dilation activities appeared to show the distal end of the deployed stent as being distorted. There is no evidence of stent weld or stent material fracture from the images provided. What was reported as a stent fracture appears more likely to have been a separation of previously adjacent non-welded stent segments that became distorted as a result of the vessel anatomy.

Event description:
The physician successfully deployed an endeavor resolute drug-eluting stent to treat a lesion in the proximal rca. Lesion pre-dilation was performed using a semi-compliant balloon at 10-12 atm. The endeavor resolute stent was then deployed at nominal pressure. A 2.75 x 8 mm non-medtronic balloon was used to post-dilate the endeavor resolute stent at the ostium. The balloon was inflated to 16 atm. Following this the physician noticed that two of the endeavor resolute stent struts were fractured at the proximal tip of the stent outside the ostium where it had been post-dilated. The endeavor resolute device had been inspected prior to use with no abnormalities noted. The patient was reported to be well after the procedure and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Results: stent fracture. Device or procedural images not provided for review. Conclusions: stent fracture. Device or procedural images not provided for review.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (device inspected prior to use with no abnormalities observed. Patient¿s lesion morphology or accessory device most likely contributed to the reported event). Evaluation conclusions: known inherent risk of procedure (stent deformation). Operational context contributed to event (device inspected prior to use with no abnormalities observed. Patient¿s lesion morphology or accessory device most likely contributed to the reported event).